Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Device evaluation: analysis of the returned device identified: opening extended on posterior, creases fold, underweight, brown particles and wear abrasion. A visual and microscopic analysis was performed which identified opening crease sharp on posterior. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening this is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported an intra capsular periprosthetic fluid leakage. The device has been explanted and replaced. This record relates to the left side.